Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/30/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient¿s wife/reporter contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high readings. This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The alleged inaccurate issue began on (B)(6) 2014. Over the course of approximately 2 weeks, the patient would have a high reading on the subject meter over 300 mg/dl, take insulin based on the lfs meter reading, and subsequently had low readings of ¿60-75 mg/dl¿ and symptom of feeling sweating. On each occasion, the patient required medical intervention with food/drink at the time of concern and felt better soon after. The reporter indicated the patient had 7-8 hypoglycemic incidents during the reported course of 2 weeks. On the day of the patient¿s doctor office visit, the patient did two meter to doctor¿s meter comparisons. In the first comparison, the patient tested at ¿271 mg/dl¿ compared to the doctor¿s meter reading of ¿184 mg/dl.¿ on the second comparison, the patient tested at ¿243 mg/dl¿ compared to the doctor¿s meter reading of ¿151 mg/dl.¿ the meter to other meter comparisons were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient reportedly required medical intervention for symptom suggestive of hypoglycemia on 7-8 occasions after the patient took insulin based on the alleged inaccurate lfs meter readings. The lfs products were replaced and requested back for investigation. (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.